Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the complaint database was performed and no similar complaints were found for this lot number. A review of the device history record was performed and no exception documents were found.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reported that the inner core wire poked through the outer coil while finger straightening the "j" tip. The procedure was completed using a different wire. No injury to the patient was reported.